Event description:
The reporter stated that when the patient woke up, the pump appeared to be locked and was unable to unlock it and states that the pump is always locked before the patient goes to bed. The reporter indicated that the patient's blood glucose was fine and when the battery was removed, the verify screen would appear; however, she was not able to use the ok keypad button to verify the screen since it was not responding to button presses. It was also reported that the ok, up and down arrow buttons were not functioning properly; however, the contrast keypad button was functioning as expected. The reporter denied that the pump was exposed to water or that there was damage to the keypad or that there was any corrosion or moisture found in the battery compartment. The patient reportedly wore the pump in a silicone case, attached to a belt and did not clean the pump.

Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2011 with the following findings: all of the keypad button were found to be responding appropriately to button presses. The keypad was removed and no button contact defects were found. Unrelated to the complaint, the bolus button was found to be missing. This issue should be obvious and detectable and should alert the user to discontinue use of the device.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.